Event description:
Lead insulation damage was reported. The lead was explanted.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 41.6 cm from the distal end. The abraded proximal insulation was caused by friction to the implantable cardioverter defibrillator can.